Manufacturer narrative:
The returned device was evaluated, and the user's request was confirmed. The device evaluation found the cable sheath/coating is peeled/torn and there is fluid invasion inside the cable unit. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the investigation, no nonconformances were found. Due to the camera cable having a peeling/torn film, it was not possible to maintain a watertight seal, and moisture entered the interior, presumably leading to flooding of the camera cable. A definitive root cause cannot be identified. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: "precautions for cleaning, disinfection, and sterilization" and "warning" in "storage": - this product is not intended for use with tweezers, disinfectors, or sterilizers. - do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Olympus will continue to monitor field performance for this device. Follow-up in progress to obtain additional information regarding the event. If additional information is received, this report will be supplemented.

Event description:
The customer reported that the camera head cable coating was broken. There were no reports of patient harm.

Event description:
The customer further reported the event occured during a therapeutic transurethral lithotomy. The intended procedure was completed using the same device without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide additional details regarding the event.